Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was in emergency room due to high blood glucose, diabetic ketoacidosis and insulin pump was not working. The customer's blood glucose was 280 mg/dl. The customer received no delivery alarm. It was also reported that the customer had headache and stomach ache and they urgently went to care last night. The insulin pump will not be returned for analysis.